Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 559 mg/dl. The customer reported changing the infusion set last night and today at 2:00 pm the sensor said 240 mg/dl. The customer states at 4:00 pm and 6:00 pm the blood glucose was still high. The customer reported at 8:00 pm the blood glucose level at the time of the incident was 495 mg/dl. The current blood glucose level was 575 mg/dl. The customer had symptoms of heart beating fast. The customer treated for the high blood glucose levels with a bolus from the insulin pump and manual injections. The customer declined troubleshooting. The customer checked the blood glucose level was 590 mg/dl after the manual injection. The insulin pump will not be returned for analysis.